Event description:
It was reported that during a dilatation procedure in a lower leg artery, the balloon burst after the second inflation at 7 atm. During attempts to remove the catheter, the tip of the catheter separated and lodged in the vessel. A wire loop was used to successfully retrieve the catheter tip. The pt experienced some problem with glucose level during the prolonged procedure.